Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer was hospitalized on (B)(6) 2017 for diabetes ketoacidosis and high blood glucose as 789 mg/dl. Customer current blood glucose was 353 mg/dl. Customer treated for high blood glucose with manual injections. Description of complaint includes nausea, vomiting. Customer wearing the pump at time of hospitalization. The drive support cap appears normal. Customer cannot continue to troubleshoot because customer no longer has the set he was using when he was experiencing the highs. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08640 inches. Unit was received with minor scratched display window and case.